Event description:
It was reported by the customer that their insulin pump keypad was unresponsive and alarming. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 56 mg/dl at time of reporting. Nothing further reported.